Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported insulin pump had hal software error detected. The customer¿s blood glucose was 6.5 mmol/litre at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No unexpected hal software error detected error or the main arm cannot communicate with the motor arm error during testing however, hal software error detected alarm and the main arm cannot communicate with the motor arm alarm are found in the formatted history file due to a software error.